Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen0656 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clinician pulled PICC out of tray to trim and saw what appeared to be a kink in the PICC. Device was not used on the patient.